Event description:
It was reported that during a cardiac arrest response on (B)(6) 2026, a paramedic noted the pop off valve was missing when they retrieved the first bag valve mask (bvm). The paramedic immediately switched to another bvm from available stock and was able to complete the call without issue. There were no reports of harm or injury resulting from this event.

Manufacturer narrative:
Code (a): 4756 (appropriate impact term/code not available): resuscitation bag w/mask. The product involved in the report has not been returned. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 08 apr 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.